Manufacturer narrative:
Received this report without the second page. Per FDA directive on (B)(6) 2011, this report will be processed as is.

Event description:
Info from customer very limited: results were negative and blood work was positive.